Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device powered on and off using both battery and ac power. An "audio speaker fault" error message triggered after the device did not detect sound coming from the speaker. The speaker connector had open crimps which caused a loose connection with the connector on the connectivity board. The speaker did not emit any sound. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event.

Event description:
The customer reported the device provides no alarm sound. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device provides no alarm sound. No consequences or impact to patient were reported.